Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 419 mg/dl. The customer was admitted to the hospital on 07/18/2016. Customer cause of hospitalization was diabetic ketoacidosis. Customer stated was treated with insulin drip. Customer was wearing the pump at time of hospitalization. Customer's high blood glucose are past event and patient just changed his set.